Manufacturer narrative:
No evaluation has been performed due to the site not confirming permission for a medtronic representative to go to the site and perform an evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while outside of a procedure, the generator on the imaging system would not start up and that a smell was emitting from the imaging system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative verified the incoming and output voltages from the charger boards, which passed testing. No led was illuminated on the generator to indicate charge being at the capacitors. The imaging system was restarted, which resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.